Event description:
Home pt (hp) reports difficulty in priming pt line of homechoice set during apd treatment. Hp reports they were unable to reprime line, disconnected themselves and did manual exchanges. No pt injury or medical intervention required per hp.